Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
A new abbott axsym drugs of abuse (doa) toxicology assay disk, version 8.0 was released on 11/26/07 which contained a revised axsym. Amphetamine/methamphetamine ii assay file. Installation of the revised assay file is required prior to use of the axsym amphetamine reagents. Complaints have been received indicating when the axsym amphetamine positive and negative interpretation cutoff parameter are edited, error messages are generated before assay runs are completed, resulting in an instrument lock-up. A product correction was issued and reported under 21cfr806 to the FDA on february 1, 2008. Abbott has not received any reports of adverse events related to the issue.